Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. On visual inspection, there was blood in the helix mechanism and the outer tubing was breached/cut. The full lead was returned for analysis.

Event description:
It was reported that during implant attempt, there was noise present on the tip to coil ring and rv coil to generator. This lead was removed and replaced with a new lead that was successfully implanted there were no patient complications reported as a result of this event.